Manufacturer narrative:
(B)(4). Sent: 09/01/2004. Info was not provided by the affiliate. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lobectomy, the clips can not move out and formation can not be completed. No pt consequences.